Manufacturer narrative:
H6: off-label age<21. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -10.0/1.5/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, lens opacity asc was observed. On (B)(6) 2023, the lens was removed. The problem was not resolved. Reportedly, "the operation eye is still recovering , and the doctor will decide the next treatment plan after the operation eye's condition is stable. Cause of the event is unknown.